Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was treated in or by removing a large myoma vaginally using a laparoscopic ligasure maryland. Nothing was noticed during surgery where surgeon held her hand close to instrument and in vagina. Nothing was noted post operatively. A couple of days later, the patient complained over more pain and discharge from vagina. Patient came back to hospital and saw damages/burns in labia, back wall of vagina (vaginal symmetrical) and in uterus. During surgery, the estimated the number of activations used to extirpate the myoma to be 5-10 times. The surgeon could feel some heat when the ligasure jaw in her hand activating, but no signs of burns, didn´t experience it as a lot of steam in the vagina. Patient was cleaned with chlorhexidine. They did not see any signs of tissue damage/burn right after surgery. Patient had a third degree burn. Burn unit has noted patient burn less than 10% of body. Biomed stated that it looked in the pictures like a burn from the instrument shaft, but was not sure.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: vlls10gen ls series vessel sealing gen (serial#: (B)(6)) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient was treated in operating room (or) by removing a large myoma vaginally, using a laparoscopic ligasure maryland. Nothing was noticed during surgery where surgeon held her hand close to instrument and in vagina. Nothing was noted post operatively. A couple of days later patient complained over more pain and discharge from vagina. Patient came back to hospital and they see damages/burns in labia, back wall of vagina (vaginal symmetrical) and in uterus. During surgery, the estimated the number of activations used to extirpate the myoma to be 5-10times. The surgeon could feel some heat when the device's jaw in her hand activating, but no signs of burns, didn´t experience it as a lot of steam in the vagina. Patient was cleaned with chlorhexidine. They didn´t see any signs of tissue damage/burn right after surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient was treated in operating room (or) by removing a large myoma vaginally using a laparoscopic ligasure maryland. Nothing was noticed during surgery where surgeon held her hand close to instrument and in vagina. Nothing was noted post operatively. A couple of days later patient complained over more pain and discharge from vagina. Patient came back to hospital and they see damages/burns in labia, back wall of vagina (vaginal symmetrical) and in uterus. During surgery, the estimated the number of activations used to extirpate the myoma to be 5-10 times. The surgeon could feel some heat when the ligasure jaw in her hand activating, but no signs of burns, did not experience it as a lot of steam in the vagina. Patient was cleaned with chlorhexidine. They did not see any signs of tissue damage/burn right after surgery. Burn unit has noted patient burn less than 10% of body.